Manufacturer narrative:
The suspect camera was returned to the service center for evaluation. The customer's reported issue was confirmed as there was no image; connection error, e224 due to a faulty cable unit. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records shows no repair history was found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, since no device was returned to the legal manufacturer, the exact cause of the reported issue could not be conclusively determined. Based on the investigation results, the potential cause of defective cable unit could not be identified. In general the customer is required to check the function of all devices used prior to a procedure. Olympus will continue to monitor complaints for this device.

Event description:
The olympus territory sales manager became aware the customer's 4k autoclavable camera head had reportedly had no image due to a "connection error e224" during preparation for use. No patient injury or harm was reported. The camera will be returned to for service.